Event description:
It was reported that the scale was not accurate. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Load cell. Investigation is on-going, a follow-up report will be submitted with results.